Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection it was noted that there was no damage to the buttons on the keypad; all buttons responded to user input. The keypad cover was removed and no evidence of contamination was found. A leak test was performed and it was noted there was a leak at a crack in the battery compartment. The pump case was also removed and further moisture was discovered within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.